Event description:
While hanging new IV fluids, I was running tpn [total parenteral nutrition] through a tri fuse, but it would not flush through the clave to the end and seemed blocked on the blue port.